Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278255, expiration date 01/31/2015). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva system.

Event description:
Customer received a result of hi (greater than 33.3 mmol/l) on the mobile system, and a result of 4.3 mmol/l on the aviva within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device. Customer stated the test cassette has been disposed of and will not be returned.